Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht50 ventilator was displaying low battery message. The customer did not provide patient involvement information. The ventilator was returned for evaluation and the customer reported issue was not duplicated. The ventilator was overdue for preventive maintenance service which could result in a low battery message.